Manufacturer narrative:
Device evaluation the device has been returned and evaluated by product analysis on 05-aug-2019 with the following findings: during investigation, the pump powered on to a call service alarm 052 with call service alarms 052 in the alarm history. The pump cover was removed and the transceiver flex was found to be damaged. When the transceiver was disconnected, the pump powered on without the call service alarm. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Report late due to transition from vmsr program.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.